Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl and 569 mg/dl. The customer also reported that the insulin pump received no delivery alarm and which was not resolved by set change. The customer performed fill cannula and found that the insulin exited and also reported that the cannula was not bent. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.